Event description:
Per rep, during dilatation procedure, the guidewire broke off approximately 10 cm from distal end and was retrieved from patient with a snare. Customer says that the device is cleaned per the IFU, (run through a wash cycle and the autoclaved).